Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2017 with the following findings: review of the pump history and black box data revealed that the total daily does history appears to be inaccurate due to multiple manual time/date changes by the user. A cartridge cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.